Manufacturer narrative:
A review of the complaint history for sn 14917041 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 14917041 was performed from the date of manufacture, 24-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height (hh) drawer 5.1 was not closing. A field service engineer (fse) found that the rails had a damaged ball bearing cage. The customer had a half-height drawer in a spare station and was able to borrow it to replace drawer number five in the auxiliary for two w. The med station was tested in the hardware testing application, then the application was launched. After that, the fse had the customer configure the inventory, and the station was working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that, when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.